Event description:
During a case, the anesthesia machine ventilator stopped functioning. A ventilator fail message was posted. The user was able to ventilate the patient manually on the machine at the beginning of the case; however, when the ventilator failure occurred, the user was unable to manually ventilate the patient and used an alternate ventilation device until a replacement machine was brought in to complete the case. No patient injury.